Event description:
The biomedical engineer reported that the automated impella controller (aic) experienced a controller error alarm. A loaner was sent to the customer to initiate return of this device. There was no patient harm reported.

Manufacturer narrative:
E1: name of the initial reporter is unknown. The investigation into the controller error has been completed. The impella automated controller was returned for investigation. The data log reports from the reported day of event were not available for analysis due to log file corruption as a result of this malfunction. Events leading to the malfunction were, however, evidenced by prior log entries and are consistent with the complaint, showing controller error alarms due to loss of communication with power battery manager (pbm). The returned console was visually inspected, it was observed that the pbm was corroded near the supercaps c69, c70 - this is a known pattern failure, resulting in sau_powermod_1 (pbm1) communication loss. The cause of the aic issue was contamination. (Pbm corrosion). This report is being filed as part of a retrospective review of historical records.